Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device passed downstream occlusion testing. The reported condition was not verified. The device has been serviced within the last 12 months. The current reported problem does appear as a repeat symptom within the past 12 months and the downstream scale factor was calibrated. Review of the prior service record indicates that all service actions were completed during the prior return. The cause of the condition was not determined. No pump correction is required to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing in the biomedical service department. The pressure was too high at 25. 2 and 24.76. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.